Event description:
Caller reported aviva system blood glucose results of 7 mmol/l, 15.6 mmol/l, and 11.8 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).